Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Controls run on the meter before the event were acceptable. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(6). At 5:51 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 481 mg/dl. At 5:53 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 168 mg/dl.